Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as a cool line catheter pinhole leak at distal end of the proximal balloon. During manufacturing all cool line catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Visual inspection found no visual discrepancies or issues. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. Immediately upon pressuring the catheter, a pinhole leak was noted at the distal end of the proximal balloon. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint for cool line catheter leak with lot # 66447 under ccr 24911 reported on (B)(6) 2016. The reported leak was not confirmed during evaluation.

Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and an intravascular temperature management was needed for fever management. A zoll cool line catheter was inserted into the subclavian vein. The indwell time of the catheter was three days. The attending nurse noted blood coming back up into the circulating ports of the cool line. The catheter was replaced to continue with the treatment. No patient consequences were reported.